Manufacturer narrative:
The actual device was not available; however, a photograph and a video were provided for evaluation. No leak was observed on the picture. The video showed a revaclear dialyzer with fluid leaking coming out from the hansen port area, which is indicative of an external fluid leak (efl). The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of revaclear 400, a water leakage was observed. There was no patient involvement. No additional information is available.